Manufacturer narrative:
This notification is currently under review following a report involving a user of the dreamstation humidifier, model gb-rent. The patient's daughter reported that the patient has, unfortunately, passed away. The cause of death was not disclosed. An investigation by the manufacturer is ongoing. A follow-up report will be submitted upon completion of the investigation. Please note that a correction has been made to the associated 510(k) number.

Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP. The patient's daughter reported the patient has sadly passed away. The cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.